Manufacturer narrative:
By checking the manufacturing charts of the lot #s involved, no anomaly was found. This is the fist and only complaint received on these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery of hip arthroplasty occurred on (B)(6) 2019 due to loosening of the screw, resulting in low stability of the neck on the stem. Primary surgery was performed on (B)(6) 2017. During revision, the following components manufactured by limacorporate were explanted: 3810.15.010, revision mod. Stem ø14mm, lot #1605763, ster. 1600110; 7515.15.010, revision modular neck h.60mm, lot #1602596, ster. 1600097. No other info received by the complaint source.